Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not found on bus. A field service engineer had removed debris from 2 drawers and reseated row boards and bus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 failed and was not found on bus, required maintenance. The customer had requested a review of main 3.2, 5.1, 6.1, and 7.2, as reoccurred failures have been observed on these units over the past few weeks. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.